Event description:
It was reported that the user experienced an alert to connect the cgm or enter blood glucose and that the dexcom g6 was not communicating with the ilet, indicative of sensor-to-pump signal loss; after troubleshooting and education, the dexcom g6 was successfully reconnected to the ilet and dosing continued as expected. Symptoms included no reported adverse physiological effects and no change in blood glucose. Outcomes included no interruption to therapy, no medical intervention, and no hospitalization. Investigation included technical troubleshooting and user education conducted remotely. Investigation of this case revealed resolution through reconnection of the cgm without hardware repair or replacement. It was concluded that the event was due to temporary communication disruption, and the device performed as expected after reconnection.